Event description:
During the procedure, the distal tip pad detached from the device. No device part was noted to be left in the patient and there was no adverse patient outcome.

Manufacturer narrative:
The overall condition of the unit indicated that the aggressive use was the most likely cause of the reported pad dislodgement.